Event description:
It was reported that during a da vinci-assisted surgical procedure, that the edge of the monopolar curved scissors (mcs) blades were rough/ barbed. They caught tissue while in use. The procedure was completed with no reported injury. The initial reporter stated that there were no reported patient injuries and back-ups were used to complete the procedure.

Manufacturer narrative:
Based on the claim against the product by the customer noting blade issues and the monopolar curved scissors (mcs) getting caught in tissue, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mcs instrument was placed and driven on an in-house system. The mcs instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The tips opened and closed properly. The mcs instrument passed the cut test. The mcs instrument was fully functional. No product issue was identified. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the product and recognition issues. This complaint is considered as a reportable event due to the following conclusion: it was reported that tissue got caught on the instrument's blades. Medical intervention may be required in the event that a moving instrument mechanism within an instrument entraps tissue and causes damage. At this time, it is unknown what caused the device entrapment issue to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. .